Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, upon using the device, strange noise was observed. After the device was used, they noticed leakage from the patient. No harm caused to the patient as per report.